Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08490 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 05-nov-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 05-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 05-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 15:09:00.000, (B)(6) 2024 13:59:00.000, (B)(6) 2024 08:12:00.000, (B)(6) 2024 14:16:00.000, (B)(6) 2024 15:17:00.000, and (B)(6) 2024 18:39:00.000. Sensorerroralert (801) was found on: (B)(6) 2024 11:23:04.000, (B)(6) 2024 18:25:48.000, (B)(6) 2024 18:35:00.000, and (B)(6) 2024 14:45:52.000. Lostsensor2alert (781) was found on: (B)(6) 2024 08:32:00.000 and (B)(6) 2024 14:34:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2024 18:47:46.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2024 08:03:01.000. Insert battery alarm was found on: (B)(6) 2024 12:36:13.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 5:16:59 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 17:14:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted duracell alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump in use leading up to the hospitalization and high blood glucose. The customer reported blood glucose values of 600 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise, headache, fatigue treated with ems(emergency medical services)/ambulance/ER (emergency room) visit, IV insulin drip (intravenous insulin infusion). The event involved products mmt-387a, mmt-1884, and mmt-332a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-387a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-332a.